Event description:
The patient was admitted for septic bacterial endocarditis. During the hospital course, the patient developed a sudden onset acute left hemispheric stroke of profound severity (health stroke scale 35). MRI diffusion and perfusion imaging demonstrated a very large area of restricted diffusion indicative of an already existing large infarction. The patient was not a candidate for intravenous tissue plasminogen activator. Despite the presence of a large, complete infarction, an unsuccessful attempt was made at mechanical thrombolysis of the occlusion in the middle cerebral artery (mca) using two non-boston scientific devices and low pressure angioplasty. A stent (subject device) was deployed in the area of mca occlusion. This resulted in only marginal partial recanalization of one of the major mca branches. A follow-up CT scan the next day showed a complete left mca territory infarction as well as new moderate degree of subarachnoid hemorrhage. The patient had suffered an "iatrogenic subarachnoid hemorrhage likely from a vessel dissection". No other information was disclosed.